Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor icon is not displaying at the top of her pump screen. She also said that she has been experiencing a high blood glucose of up to 400 mg/dl since the day prior. The customer declined troubleshooting for the high blood glucose and said that she will talk to her doctor about adjusting her settings. Troubleshooting was done on her sensor and there was now communication. The insulin pump will not be returning for analysis.